Event description:
It was reported that prior to the implant of a 23 millimeter (mm) transcatheter valve, the valve would not completely expand in warm saline. Subsequently, a new 23 mm transcatheter valve was opened. Upon 80% deployment of the new valve, the valve dislodged and would not seat in the annulus. The valve was recaptured and withdrawn from the patient, and a new transcatheter valve was used to complete the procedure. Per the physician, the patient's anatomy, specifically the patient's annulus being too large for the 23 mm valve, contributed to the dislodge. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was returned in its original packaging. The valve was submerged in clear solution inside its original packaging jar. All leaflets were in the closed position with a gap at the point of coaptation. All leaflets were flexible and intact; no damages were observed. All commissures were intact. Visual inspection showed multiple kinks on the frame; adjacent to the l1 window and on the outflow of l2. The observed damage is suggestive of possible frame misalignment during the loading process. The frame size diameter was verified using a production inspection fixture for a size 23 mm valve. The valve¿s inflow crown was inserted into the fixture. The frame diameter fit within the white area. The valve frame size was confirmed for an evfxplus-23. Corrected data: a notification was inadvertently sent in the previous report indicating that this event does not meet reporting requirements, however, this device has malfunctioned and meets reporting requirements in 21 crf 803. The annex a code a25 was omitted from this report. Updated data: h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. The valve never came in contact with the patient as the product issue was observed prior to use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was deployed 2 times and recaptured 2 times. The deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged in the aortic direction. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 millimeter's (mm) and the left coronary cusp (lcc) was not assessed due to the valve dislodgement. After valve dislodgement, the implant depth on the ncc remained at 4 mm. Additionally, a medtronic guidewire was used during the procedure. Following the dislodgement of the 23 mm valve, it was decided to upsize to a 26 mm valve. The 26 mm valve was implanted without issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured 2 times due to the valve dislodging upon each deployment attempt at 80%.